Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia and dyspareunia outcome was unknown. The reporter considered dyspareunia, menorrhagia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain, pain") and ovarian cyst ("right ovarian cyst") in a 26-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included depression and gastroenteritis. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, 23 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal"), dysmenorrhoea ("dysmenorrhea (cramping),") and fatigue ("fatigue."). On (B)(6) 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced dyspareunia ("painful intercourse") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (to remove the essure implant) and surgery (ovarian cyst removal). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, dysmenorrhoea and fatigue had resolved and the ovarian cyst, dyspareunia and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, ovarian cyst, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2010: total bilateral occlusion most recent follow-up information incorporated above includes: on 7-sep-2018: new pfs received- new events added: abnormal bleeding (vaginal), dysmenorrhea (cramping),ovarian cyst, fatigue, lower abdomen pain were added. Outcomes of events abnormal bleeding (vaginal),menorrhagia), cramping , pain , fatigue. From un known to recovered/resolved were updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.